Event description:
This non-serious spontaneous case was forwarded by our local affiliate. This case involved a female pt who initiated therapy with poly-l-lactic acid (sculptra) therapy on an unk date. Her last treatment was received in 2008. She received poly-l-lactic acid diluted with 0.5 ml water and 2 ml lidocaine with 7 ml in total injected into the whole of her upper face, top nasolabial and bottom marionettes. Batch number 1a7016; expiration date apr-09. In 2009, the pt developed palpable hard lumps which were visible under the skin and gradually worsened. The pt felt the lumps either side of her nose, and the bottom of her marionettes by her chin. The pt did not alert the clinic as they "weren't too bad". The pt only reported the lumps after people began to notice them and she feels they are getting steadily worse and becoming painful. The lumps are now visible without palpation. No corrective treatment has been given at this time. Pt's outcome: not recovered/ongoing. Concomitant medications: unk. Reporter's casuality assessment: highly probable.